Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received ten treatments from the lifevest. The device was started up at 21:25:48 on (B)(6) 2025. At 02:29:36 on (B)(6) 2025, an arrhythmia was detected. ECG is not available. Between 02:30:06 and 02:41:08, the patient received ten treatments from the lifevest. The rhythm at the time of these treatments is unavailable. The post shock rhythm of these treatments is unavailable. The electrode belt was disconnected at 04:33:54 on (B)(6) 2025. Per review of the holter data, patient is last seen in sinus rhythm @ 80 bpm when the holter data ends at 20:47:04 on (B)(6) 2025. Reporting out of an abundance of caution due to the ECG not being available at the time of the treatments.